Event description:
Solta medical was notified about a medical dispute regarding a thermage flx procedure. The user facility was contacted and the following information regarding the event was collected. The user facility reported a 2nd degree blister to the left side of a patient's the face 1 day post thermage flx treatment. Secondary intervention (ointments, medications, etc.) Required to treat this event included sulfadiazine silver. Permanent damage or scarring is expected. It is reported that patient refused to report to the clinic; therefore, the current status was not clear. However, it was reported that patient was provided an ice compress, scald ointment, and oral vitamin c the day of the event. The follow-up assessment was reported as two burns showing 0.5-1 cm scar pigmentation. The patient did not want to provide a picture. It was reported that the patient was placed under anesthetics. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. This incident occurred at around 900 reps, with the highest energy level used as a 4.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical cryogen and approximately 30~35 ml of coupling fluid were used during this treatment. The part number on the coupling fluid is tf-2. The treatment tip surface was inspected prior to use and nothing out of the ordinary was noticed. The treatment tip surface was inspected during the treatment at about every 200 pulses. This the first time this individual treatment tip was used.

Manufacturer narrative:
The thermage flx tip was disposed of and therefore couldn't be evaluated. The data logs were unable to be accessed. The engineer confirmed that the log data has been overwritten and cannot be traced back to any data prior to 2022/10/01. According to thermage flx system user manual (p009418-04 rev. A) burns are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It was reported the patient was placed under anesthesia. The patient should never be placed under anesthetics during thermage flx treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. No corrective action is necessary at this time.